Event description:
It was reported that the alarms did not work. No adverse effects to patient reported.

Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given functional testing and the alarms leds did not illuminate. The issue was caused by a faulty printed circuit board.